Event description:
The patient would like her device reprogrammed. She was unable to turn the stimulation off. On (B)(6) 2013 she felt tingling in both legs. She usually turns stimulation off at night but when she turned the stimulation off she still felt stimulation. The patient programmer confirmed the device was off. She still felt stimulation with the device being off. She also experienced an overstimulation sensation. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).